Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material in a/w (air/water) nozzle remained, and the device was dirty, since the device was returned to olympus without completion of reprocessing at the user facility. The event can be prevented by following the instructions for use (IFU): "IFU: gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection shows how to detect the events. IFU: gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning 3.5 manual cleaning shows how to prevent the events." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found in the nozzle due to insufficient cleaning. The reported issue (reduced angulation) was confirmed during testing. Angulation was reduced in the up, down, and left directions due to the angle wires being stretched. In addition, there was play in the angulation knob due to the angle wires being stretched, the light guide lens was cracked, the distal end cover was scratched and dirty due to handling, the bending section cover was dirty and discolored due to handling, the connecting tube was discolored because of deterioration due to the cleaning, disinfection, and sterilization process, the image guide protector was shaved due to damage caused by physical stress, multiple parts of the device were discolored due to chemical stress during reprocessing, the universal cord, scope connector, and scope connector cover were scratched due to handling, the guide pin of the electric connector was missing, and the nozzle was dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during maintenance, there was low angulation in the up/down knob of the subject device. The customer also reported the image was okay and no problem was found. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.